Manufacturer narrative:
The device was evaluated by a field service representative. The sparking was not confirmed. The hubble plug was replaced and the device passed all functional tests and was returned to service.

Event description:
It was reported that the power plug sparked then tripped the circuit breaker. This was discovered while setting up for a case. There was no pt involvement or adverse consequences related to this event.